Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause and treatment for the event were not reported. The patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.